Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's husband reported via phone call that she sometimes experienced high blood glucose levels. Customer's blood glucose level went up to 400 mg/dl. The customer's husband did not believe the insulin pump was delivering insulin properly. The device was not returned.